Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and found a defective downstream occlusion (dso) sensor. Analysis notes the patient's "revision" complaint was due to an old real time clock (rtc) battery. The rtc battery and dso sensor were replaced.

Event description:
It was reported that the pump showed the error message, "revision." There was unknown patient involvement. No patient harm/adverse event was reported.